Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Device rec'd from USA stating that device was overheating during surgery. No injuries were reported to have occurred, however, it is unknown if medical intervention occurred. There is no add'l info available.